Event description:
Pt presented for resection of her rectal cancer and exploration for obstruction. On (B)(6) 2019, pt underwent a ileostomy and abdominoperineal resection. During bowel resection, surgeon was using the gia 80 stapler and after the initial firing there were loose staples of one end of the anastomosis site. A staple reload was then put into the original stapler and a similar issue occurred. This resulted in the surgeon over-sewing using a two layer closure. The anvil and channel were cleared of all loose staples between each fire. The maximum amount of fires were not reached per stapler. It was not determined if this was a "stapler" or "staple reload" problem. FDA safety report ID# (B)(4).